Event description:
Boston scientific crm received info that this right ventricular (rv) lead along with the pt's ICD failed to convert the pt's arrhythmia so the pt had to be externally converted. Upon interrogation of the device, 8 shocks had been delivered but none of them were successful. Also, episode details revealed the shocks had been delivered with a shock impedance of <20 ohm or >125 ohm. The pt remained unconscious in intensive care until a few days later when he died.

Manufacturer narrative:
Boston scientific crm will analyze this device upon receipt and provide additional info once the testing has been completed and an updated report will be submitted.